Event description:
Kimberly-clark received a report stating in two patients after advancing all sleeves, 1/4 turn of top, advanced peel-away just fine. But when tried to remove dilator (leaving peel-away sheath), only the narrowest sleeve pulled out with its white tip--all other sleeves stayed in place though should have come out with it. The dilators were retrieved during the procedures, and there were no patient injuries. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
A device history record could not be evaluated as no lot number was provided. Unable to evaluate sample as no sample was provided for the investigation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned by the customer to kimberly-clark.